Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 5530-p-609, lot# lbr148 description; cat# 5520-b-600, lot # bzfr description. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "the revision was due to painful hardware."